Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen rf generator, us configuration and an unintentional lesion occurred when the generator came on by itself. It was reported on the 45th lesion the generator came on by itself. The caller noted they were only using the primary monitor to come on and off ablation. The caller reported that staff had hit the red button and then it started to come on right away. "It seemed like an unintentional lesion". "Caller said he was not sure if they half hit the button on the monitor". No patient consequence. There were no other "malfunctions" or errors. Device evaluation details: technical remote support team confirmed the unit was performing as intended, therefore, no failure was found with the system. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen rf generator, us configuration and an unintentional lesion occurred when the generator came on by itself. It was reported on the 45th lesion the generator came on by itself. The caller noted they were only using the primary monitor to come on and off ablation. The caller reported that staff had hit the red button and then it started to come on right away. "It seemed like an unintentional lesion". "Caller said he was not sure if they half hit the button on the monitor". No patient consequence. There were no other "malfunctions" or errors.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, no catheter information was provided. Follow-up was performed and no additional information was provided. Therefore, processed with the ablation catheter information of the qdot micro¿ catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).